Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir experienced an air bubble anomaly. The blood glucose reading was 188 mg/dl. The customer stated that the approximate size of the air bubbles was half an inch. He was advised to change the infusion set. The air bubbles persisted after an infusion set change. The customer was advised to return the reservoir and infusion set for analysis. The customer was advised to change the infusion set out and was later able to successfully resolve the air bubbles anomaly. He was advised that the reservoir be replaced. Nothing further reported.